Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels and a bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. The customer changed the pump supplies and thought that possibly the cartridge change was not performed correctly. The customer declined tandem technical support's offer to troubleshoot.